Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number 1020279 (s+n memphis). The correct manufacturing site registration number is 1219602(s+n mansfield). Corrected data: g1 contact information.

Manufacturer narrative:
One 014771 t-fix sterile rcg drill pack reported on. The complaint stated: ¿the drill of the product broke off in the bone. Due to product unavailability, the product was not returned for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. Therefore complaint could not be ultimately confirmed. If objective evidence or further relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: entanglement with another instrument or device. Damaged or use of other than IFU recommended prep instrument size or types. Unexpected bone density/condition. Incompatible force or torque applied. The smith and nephew acufex t-fix rcg drill pac is designed to be used with the acufex t-fix rcg guide and acufex t-fix 1.8 mm x 9 mm suture bars. The drill and sleeves are provided sterile, for single procedure use only. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Careful attention must be paid to avoid excessive use of force on the drill and sleeves. Placing extreme forces on the drill and sleeves could result in device failure. Product met specifications upon release to distribution.

Event description:
It was reported that during an arthroscopic laterjet, while using the drill and sleeve to drill through the glenoid bone in the shoulder via the glenoid drilling guide the drill of the product broke of in the bone. The fluted ends were exposed but the drill was still partly in the glenoid. A grasper was used to pull the drill out of the bone and removed from the patient. A new drill and sleeve was opened and the procedure continued with only a few minutes delay (3mins). I retrieved the drill parts to be analysed.